Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (b)(40 2014 with the following results: a review of the black box showed loss of prime with low non-zero force. During testing, the pump was able to be primed and exercised successfully with no errors, alarms, or warnings. The force sensor was found to be out of calibration. The pump cover was opened and no damage to the force sensor assembly was found. The force sensor resistance was found to be in specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had emitted frequent loss of prime alarms over the past few months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.